Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of a driveline power fault alarm was confirmed via the provided log file. The log file captured a driveline power fault alarm on 25nov2025 correlating to the system¿s power-a line in addition to irregular low voltage alarms while connected to battery power. The alarm remained active until the driveline was disconnected to exchange the system controller, and the alarm did not prevent the system from operating as intended. The returned system controller (serial number (B)(6)) was functionally tested and performed as intended. Atypical alarms were unable to be reproduced throughout all testing, and a potential cause for the driveline power fault and low voltage alarms was not observed within the returned equipment. Available information for this event indicates that the alarm resolved after the controller and modular cable were exchanged, the cause of the low power advisories could not be confirmed, and troubleshooting consisted of monitoring at routine visits. The root cause of the reported event was unable to be conclusively determined through this analysis. The device history record for the system controller (serial number (B)(6)) were reviewed. No deviations from manufacturing or qa specifications were shown from the system controller. The heartmate 3 patient handbook (section 5 ¿alarms and troubleshooting¿) and the heartmate 3 lvas instructions for use (section 7 ¿alarms and troubleshooting¿) instructs users on how to identify and respond to alarms that sound from their controller, including driveline power fault alarms. The heartmate 3 patient handbook (section 10 ¿safety checklists¿) and the heartmate 3 lvas instructions for use (section f ¿safety checklists¿) instructs users to regularly inspect their equipment, including their system controllers, and to avoid using equipment that appears damaged. Users are encouraged to replace any equipment that appears damaged. The heartmate 3 patient handbook (section titled "emergency contact list") cautions users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. The current revisions of the patient handbook and instructions for use (IFU) can be found on the eifu page of the abbott website. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further info was provided. A supplemental report will be reported once the manufacturer¿s investigation is completed.

Event description:
It was reported that the patient was having driveline power fault alarm. It was planned to exchange the system controller and modular cable in clinic. Log files captured driveline power fault alarms beginning at 8:36 pm on 25nov2025. It was noted that a single low flow flag on 25nov2025 that was not sustained for long enough (at least 10 seconds) to activate the audible alarm. Log files also captured 2 power losses to the mobile power unit (mpu) on 25nov2025 and 26nov2025. The system continued to operate at the set speed and was supported by the system controller¿s backup battery until external power was restored. Log files noted a few odd low power advisories on 26nov2025 that did not appear to be associated with a power exchange. There were no other unusual events recorded in the log files. The mechanical circulatory support (mcs) equipment was operating as intended. The modular cable and the system controller were exchanged. The mpu did have a locking mechanism. The system controller and modular cable exchange resolved the driveline power fault alarm. The cause of the low flow alarms was not identified, and the low flow advisories was being monitored at routine visits. The mpu did have a v-lock connector on the ac power cord. The ac power cord didn't come loose at the wall outlet. The ac power cord didn't come loose from the back of the unit. There were no environmental circumstances that would have affected the ac power at the time of the event. The mpu was not intended to return.